Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94r7j. Additional information was requested and the following was obtained: can the generator log be provided? Our sales rep is difficult to check the log. Our repair service in sukagawa can check the log at the time of inspection. However, our customer says that there are no plans to inspect gen11 at this time. So, we don't have no further information now. What were the exact alert screens that occurred during the surgery? =>¿relax pressure on blade¿ was displayed for 3 times, and then ¿replace instrument¿ was displayed. The sales rep in charge was in the surgery room and was looking at the error screen. He says he saw the rpob error screen in three times and finally the replace the product error screen was shown. No further information will be provided." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic colectomy, ¿relax pressure on blade¿ was displayed after the device was activated for 5 minutes. Then the device became activated and completed the sealing, although the surgeon did not press the activation button. Totally, ¿relax pressure on blade¿ was displayed for 3 times, and then ¿replace instrument¿ was displayed. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.